Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument was found to exhibit signs of repeated use is fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee arthroplasty, the provisional fractured during extraction. No adverse events have been reported as a result of the malfunction.